Event description:
It was reported that the unit keeps shutting down randomly. It occurs in the base and out of the base. The battery indicator on the screen states it is full and it shows that it is charging in the base. All of its prongs are in place also. There was no consequence or impact to pt.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a f/u report will be submitted.